Manufacturer narrative:
(B)(4). Patient information (ID, age, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported a female baby weighing (B)(6) was intubated on (B)(6) 2016. On (B)(6) 2016 the nurse noticed that the depth marks on the breathing tube were partially erased. The staff replaced the tape above the patients mouth that was used to hold the tube in place the tube itself was not removed.